Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- yes'), device dislocation ('migration of device') and pelvic pain ('pain') in a female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), pelvic discomfort ("discomfort") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, dyspareunia, pelvic discomfort and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement of essure coils with occlusion of the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: new events- fallopian tube perforation, migration of device was added. Reporter added. Event genital bleeding seriousness criteria updated as non-seriousness. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), pelvic discomfort ("discomfort") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, pelvic discomfort and menorrhagia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement of essure coils with occlusion of the left fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- yes'), device dislocation ('migration of device') and pelvic pain ('pain') in a female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), pelvic discomfort ("discomfort") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, dyspareunia, pelvic discomfort and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement of essure coils with occlusion of the left fallopian tube. Batch no c91769 production date 2014-08-05 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), pelvic discomfort ("discomfort") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, pelvic discomfort and menorrhagia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement of essure coils with occlusion of the left fallopian tube. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.